Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the screen of the customer's device was blank. The background light was on but no text or graphics were displayed. A user would therefore not be able to use the device to provide defibrillation therapy as the labels for the soft keys would not be visible. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the device. The device could charge and shock defibrillation energy. It was however observed that the liquid crystal display (lcd) did not have the alpha numerics to display. No damaged components were observed on the lcd. The cause of the reported issue was due to the lcd not being able to display any alpha numerics. Further root cause could not be determined. A replacement device was provided to the customer under warranty.